Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36 mm +5 femoral head; pinnacle mtl ins neut36idx50od acetabular liner; pinnacle sector ii cup 50 mm acetabular cup; corail2 non col ho size 9 femoral stem; pinn can bone screw 6.5 mm x 15 mm acetabular screw; pinn can bone screw 6.5 mm x 20 mm acetabular screw initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, soreness, and elevated levels of cobalt chromium. Update (B)(6): (B)(4) has been re-opened to (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges loosening of cup, infection requiring IV antibiotics, and elevated metal ions. Updated date of revision. Doi: (B)(6) 2009 - dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) was used to capture surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.